Manufacturer narrative:
Product ID (B)(4)lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2015explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4); product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(4) 2019, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that the patient¿s pain was ¿through the roof¿ and she wanted to turn the stimulator on. It was noted that the patient hadn¿t used the stimulator since (B)(6) 2017. Labeling was reviewed for compatibility concerns with stents. It was reviewed that it would be up to the physician and if they chose to use the implant to turn it off if they felt any change in therapy or heart issues and consult further with their physician.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for spinal pain. It was reported that the patient had 3 strokes and a heart attack and because the patient was using the ins therapy at the time the doctors were not sure if the ins therapy caused these events or not. An MRI, an ultrasound and a graph in the groin were performed and the cardiologist assessing them thought that the lead wires may have moved, but they don't know anything about the device. The patient turned the ins off and reported a return of so much back pain with her pain levels being at 10 and 12; the patient tried using pain medications but they were not working. The patient stated that she doesn't see any doctors who are familiar with the ins therapy; she mentioned she's been referred to see a neurologist but they are not familiar with the ins.

Manufacturer narrative:
Device code (B)(4) no longer applies .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and the patient. The hcp reported that the patient experienced lower back pain with right radiculopathy. The hcp also mentioned that the patient said her ins needed to stay off because she has a heart stent and they are thinking of taking out the implant. The patient reported that she saw a 'warning charge ins battery' screen on the programmer and was unable to have a MRI due to not being able to access MRI mode. The patient also reported that the healthcare professional wanted to do 2 separate surgeries to remove the implanted devices but the patient's heart doctor said no because of not wanting the patient to be off heart medications for that duration of time. The patient confirmed that the reason for explant was due to the lead issue that was previously reported. No further complications were reported/anticipated.